Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4): the subject device is not expected to be returned to the synthes manufacturer for evaluation and was reportedly discarded by the reporting facility. (B)(4). Without a lot number the device history records review could not be completed. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unspecified surgery on (B)(6) 2015, the screw head fractured during insertion and the associated plate had to be removed in order to remove the screw shaft from the patient's bone. The surgery was delayed approximately 45 minutes due to the reported event. This report is 1 of 1 for (B)(4).